Event description:
Missing icons were noted on the compact plus meter display during troubleshooting with the manufacturer. No adverse event reported. Requested return of suspect device and replacement was sent.